Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 35 mg/dl. Customer¿s other blood glucose values are 85 mg/dl. The customer stated that insulin pump had unexpected restart alarm . Customer was able to clear the alarm and able to complete rewind. Customer declined to troubleshoot for low blood glucose. The pump will not be returned for analysis.